Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:05 was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was a damaged j1 connection. The pump head module was replaced in order to correct this condition. Additional information: a service history review revealed that the device has not been previously sent in for the reported condition. However, during previous services the pump head module was replaced. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a failure code 814:05. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.